Event description:
The consumer reported a loss of therapy. The patient's trial went really well, but the permanent implant was not hitting the pain and the patient was not having the same success. The patient was in quite a bit of pain. The patient was having a bad pain day. The consumer met with a manufacturer representative (rep) for a readjustment. The rep worked on readjusting stimulation for 1.5 hours and had limited success. The consumer anticipated calling the manufacturer's representative again soon for another reprogramming session. Per the representative, the device was functioning appropriately. It was recently implanted. The leads were well placed in the same location as the trial. She received 50% pain relief during the trial and wanted to proceed anyway, knowing that this may be as good as it gets. The representative was to see her on monday for another adjustment. At the monday adjustment, they were working on fine turning the programming. The consumer stated, now that his wife was up and moving, the stimulation needed to be adjusted. The patient was just working on it not being too high or too low. The patient had 70% relief of her pain with the trial. Since the implant, it was just not hitting the same spot as the trial. The patient was supposed to call the rep on thursday to let her know if the programming monday was helpful. They were giving it a few days and would go from there. Additional information received from the consumer on (B)(4) 2016 reported that the patient had a post-op follow appointment on (B)(6) 2016 at which time they were setup with adaptive stimulation and other programs. On that same date it was noted that the [patient was not getting therapy to where they needed it (right lower back and outside of right hip/thigh). A couple of days later the patient noticed that their stimulation would change on its own. Another appointment was scheduled for (B)(6) 2016 where the representative tried to get the stimulation to where the patient needed it. However it was noted that the patient still did not have stimulation where they needed it. In addition, it was reported that the patient thought they were charging more than they thought was normal. They were told by the representative that they should be recharging every 7-10 days. The patient had high settings and they knew they would need to charge more often but were not sure if recharging every 2-3 days was normal. Further, the representative was informed of the stimulation changing on its own issue and that the amplitude increase causing the patient pain. This issue had occurred a few more times with the last time occurring on (B)(6) 2016. The patient had been walking for at least 15 minutes when the felt it change and all of a sudden the voltage on their left side went from 4.2 to above 6 volts (checked with programmer). The voltage on the right side went from 4.4 to above 6 volts. The patient grabbed their back and stated that the stimulation was stabbing them. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer's representative reported that the patient only got 50% pain relief and was told at implant there was a strong possibility they would not get more than that. The patient still wanted to proceed with the implant of the implantable neurostimulator (ins). The representative did try to program it to maximum coverage as best they could but it was believed there was a nociceptive component to the patient's pain that is controlled by the ins. The x-rays of the device showed them to be in the same location as they were for the trial. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that the stimulation was not getting in the areas the trial did. They had met with a manufacturer representative (rep) twice for an hour each and she was not able to resolve the issue through reprogramming. After the second reprogramming session, the stimulation was touching the correct area a little bit but not like the trial. The patient saw their healthcare provider (hcp) the day prior to this report and did an additional x-ray to make sure things were where they needed to be. The hcp stated it was possible that they needed a paddle lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.